Event description:
The customer reported an insufficient cuff sealing problem. Info regarding the setting rate of the ventilator or the size of the tube is not available. There was anteroposterior interspace in the trachea which was oval, causing air leakage. The leakage stopped when the cuff pressure was 50 cmh2o. The prior to use inspection had been performed. No pt harm. The pt was re-intubated.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The tube was discarded and therefore unavailable for failure investigation.